Event description:
At approximately 7:00pm the customer was experiencing hypoglycemic symptoms. At 7:36 someone had taken her blood test with the contour next link and the reading was 51mg/dl. An ambulance was called, and upon arrival the customer's blood glucose was tested at 29mg/dl. She was given oral glucose and taken to the hospital where her blood was retested with a result of 40mg/dl. She was given d50 IV and her blood rose to 140mg/dl. She was discharged from the hospital later that evening with a blood glucose of 87mg/dl. Test strips were depleted, so were not expected to be returned. Strip information was not provided. A new meter and strips were sent to the customer.